Event description:
It was reported that the sagittal saw attachment overheated during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturer service technician through functional evaluation. A lack of lubrication was identified in the upper assembly, and is the probable cause of the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.

Event description:
It was reported that the sagittal saw attachment overheated during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.